Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent an uneventful cataract surgery of the left eye on (B)(6) 2024, during which a preloaded tecnis enhance intraocular lens (iol) was implanted in the capsular bag. Following the procedure, the patient experienced severe complaints of seeing circles around light sources, predominantly in the upper half of the visual field, both in darkness and daylight. The patient does not report seeing a dark arc-shaped figure on the side but is bothered by light rings throughout the day and no longer feels comfortable driving at night. Several examinations measured their best corrected visual acuity (bcva) as follows: s -2.00 c -2.00 axis 90 of 0.9-1.0. A yttrium-aluminium-garnet (yag) capsulotomy was performed without alleviating the symptoms, and artificial tears were also ineffective. No further information was provided